Event description:
The lay user / patient contacted lifescan (lfs) on september 9, 2006, alleging that her meter displayed a blood glucose reading as control. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. On the evend date, the patient started to experience symptoms of hypoglycemia (shakiness). She attempted to test her blood glucose; however, obtained a reading of 63 and 103 labeled as a control reading. Due to her symptoms, she drank 2 glasses of orange juice around 3:55 pm, to elevate her blood glucose reading. Five minutes after drinking the glass of orange juice, she obtained a blood glucose of 105 mg/dl. Twelve minutes after drinking the orange juice, she obtained a 112 mg/dl. While speaking to the customer care advocate (cca), the patient was eating some protein. At an unspecified time, the patient attempted to test three times; however, her one touch basic enhanced meter displayed a message of not enough blood (neb). The cca advised the patient to contact her physician to notify in regards to how she was feeling. The test strips were in good condition and not expired. She ran out of subject test strips; therefore control solution was not done. The patient was unable/unwilling to verify the technique used for applying blood on the test strip. Cca sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, when the patient obtained the neb message and the technique used for applying blood on the test strip. The complaint is being reported since the patient had symptoms that she was hypoglycemic and obtained blood glucose reading as control.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.